Manufacturer narrative:
Updated fields- b4,d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported screen display failure. The fse replaced the pcb, color video receiver and cable, video receiver to lcd to resolve the issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in-hospital inspection, cs300 intra-aortic balloon pump (iabp) had a screen snow related issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1(event site address, city), e2, e3, g3, g6, h2.

Event description:
N/a.